Event description:
A registered nurse (rn) reported to fresenius that this peritoneal dialysis (pd) patient passed away on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on empiric antibiotic therapy with intraperitoneal (ip) vancomycin and ip cefepime (dose, frequency, and duration unknown). The cultures were positive for pseudomonas (no species provided). The vancomycin was discontinued and the cefepime was to be continued for 3 weeks. The patient¿s symptoms were not improving. On (B)(6) 2025 the patient was admitted to the hospital due to shortness of breath and swelling (location not provided). The patient¿s pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient continued to worsen and not make any improvements. The patient passed away on (B)(6) 2025 in the hospital. The hospital did not send over the death report, but the discharge records stated the cause of death was septicemia and respiratory distress syndrome. No additional information was available as the patient¿s records had been closed out of the clinic¿s system. The cause of the peritonitis was not established.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy and utilization of the cycler set and the patient event of pseudomonas peritonitis with hospitalization and subsequent death. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The patient was initially diagnosed with pseudomonas peritonitis. Peritonitis caused by pseudomonas species is a particularly common and serious complication and is often associated with a poor response to antibiotics as well as a high rate of catheter removal. Although the cause of the peritonitis was not confirmed, pseudomonas is a species that normally inhabits soil, water, and vegetation and can be isolated from the skin, throat, and stool of healthy persons. The patient¿s condition worsened over time despite being on antibiotic therapy. The pd catheter was eventually removed approximately two weeks after the peritonitis diagnosis. Additionally, the patient¿s antibiotics were initially changed to one antibiotic with cefepime after the culture results of pseudomonas. The international society of peritoneal dialysis (ispd) guidelines for management of pd-related peritonitis for pseudomonas recommends the use of dual antibiotic therapy with different mechanisms of action and treatment for 3 weeks. When there is no clinical response after 4 days of antibiotic treatment, early catheter removal should be preferred. The patient¿s worsening symptoms and eventual pd catheter removal suggests that the bacteria possibly developed a biofilm within the pd catheter and that the bacteria invaded tissues spreading to cause the eventual septicemia with respiratory distress syndrome and subsequent death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius that this peritoneal dialysis (pd) patient passed away on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on empiric antibiotic therapy with intraperitoneal (ip) vancomycin and ip cefepime (dose, frequency, and duration unknown). The cultures were positive for pseudomonas (no species provided). The vancomycin was discontinued and the cefepime was to be continued for 3 weeks. The patient¿s symptoms were not improving. On (B)(6) 2025 the patient was admitted to the hospital due to shortness of breath and swelling (location not provided). The patient¿s pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient continued to worsen and not make any improvements. The patient passed away on (B)(6) 2025 in the hospital. The hospital did not send over the death report, but the discharge records stated the cause of death was septicemia and respiratory distress syndrome. No additional information was available as the patient¿s records had been closed out of the clinic¿s system. The cause of the peritonitis was not established.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.